Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a female patient that was not reported out of the laboratory. The following results were provided (reference range <15.6 pg/ml): sid (B)(6), initial troponin result= 51.5 pg/ml; repeat result= 2.9 pg/ml; repeat results on another alinity= 3.1 pg/ml, 2.4 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, search for similar complaints, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70021ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 70021ud00. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot is within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately addresses the customer's issue. Based on the investigation, no systemic or deficiency of the alinity I stat high sensitive troponin-I assay lot 70021ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a female patient that was not reported out of the laboratory. The following results were provided (reference range <15.6 pg/ml):: sid (B)(6), initial troponin result= 51.5 pg/ml; repeat result= 2.9 pg/ml; repeat results on another alinity= 3.1 pg/ml, 2.4 pg/ml there was no impact to patient management reported.